Event description:
The customer alleged human reaction and stated there was no visible mist. The customer reported three employees and headaches and shortness of breath which occurred intermittently for two days when working around the sterrad nx sterilizer. None of the employees thought it was necessary to seek medical attention. This complaint is for the second employee.

Manufacturer narrative:
Fse tested unit, no problem was found. (B) (4) - shortness of breath. This is one of three 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 20847025-2009-00389, -00391.